Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "correct selection of the implant is extremely important. The potential for success in fracture fixation is increased by the selection of the proper size, shape and design of the implants." Remains implanted.

Event description:
During a procedure, the surgeon could not insert the k-wire in to the distal hole of the plate for preliminary fixation. Insertion of the k-wire was attempted multiple times. Another k-wire was used to complete the procedure.